Manufacturer narrative:
Combination product: yes.

Event description:
Home monitoring shows shock impedance out of range (greater than 150 ohms) since 23-aug-2025. Rv short interval counter started to increment around the same time. Values were in-range followed by a transmission gap prior to the out of range measurements. Intermittent extra deflections could be seen on the rv channel during interrogation but they were not sensed. Patient reported no falls or accidents. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.